Manufacturer narrative:
Year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(4)had fallopian tube occlusion insert (batch no. 936682) inserted. The report describes a case of pelvic pain ("pelvic pain"). Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2017, 5 years 4 months after insertion of fallopian tube occlusion insert, the subject experienced pelvic pain (seriousness criterion intervention required). The subject was treated with surgery (laparoscopic salpingostomy, bilateral removal of essure coils, hysteroscopic polypectomy). Fallopian tube occlusion insert was removed in (B)(6) 2017. In (B)(6) 2017, the pelvic pain had resolved. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: on patients request , she had a laparoscopic salpingostomy, bilateral removal of essure coils and a hysteroscopic polypectomy for pelvic pain. The investigator assessed the event as non-serious and considered the event possible related to essure. Placement procedure: patient was on the day 7 of menstrual cycle when she had essure inserted. Prior to procedure the patient received toradol. No hormonal manipulation to promote atrophic or proliferate endometrium or anesthesia method were received prior or during placement procedure hysteroscopy was introduced into the uterus at 11:12 a.m.and removed from the uterus at 11:17 a.m. (Procedural time was 5 min) adequate visualization of the right and left tubal ostia was achieved at least one essure micro-insert passed through the channel of the scope at any time during the procedure. Lef tube trailing lengths: 7 coils right tube trailing lengths: 7 coils left tube remained intact, right tube was partial removed (some fragment remained), unipolar type of energy soure was used. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Pregnancy test urine - on (B)(6) 2012: negative preoperative ultrasound was performed quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This (B)(6) female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(6)). The subject ((B)(6)) had fallopian tube occlusion insert inserted. The report describes a case of pelvic pain ("pelvic pain"). Concomitant products included ketorolac tromethamine (toradol). On an unknown date, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2017, the subject experienced pelvic pain (seriousness criterion intervention required). The subject was treated with surgery (laparoscopic salpingostomy, bilateral removal of essure coils, hysteroscopic polyectomy). Fallopian tube occlusion insert was removed. In (B)(6) 2017, the pelvic pain had resolved. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: on patients request , she had a laparoscopic salpingostomy, bilateral removal of essure coils and a hysteroscopic polyectomy for pelvic pain. The investigator assessed the event as non-serious and considered the event possible related to essure. Placement procedure: patient was on the day 7 of menstrual cycle when she had essure inserted. Prior to procedure the patient received toradol. No hormonal manipulation to promote atrophic or proliferate endometrium or anesthesia method were received prior or during placement procedure hysteroscopy was introduced into the uterus at 11:12 a.m. And removed from the uterus at 11:17 a.m. (Procedural time was 5 min) adequate visualization of the right and left tubal ostia was achieved at least one essure micro-insert passed through the channel of the scope at any time during the procedure. Left tube trailing lengths: 7 coils. Right tube trailing lengths: 7 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Pregnancy test urine - on (B)(6) 2012: negative. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.